Event description:
Complaint; attachment heats up. Device was returned for service. During service, technician found the front bearing broken and the guide tube enlarged. Technician replaced front bearing and guide tube. This is 1 of 1 for com-(B)(4).

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the control unit did not operate. This was attributed to normal wear. Various parts were replaced. Device was repaired and returned to the customer.